Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient that presented with several episodes of automatic mode switches right atrial lead exhibited noise was noted. The noise was reproducible during isometrics when the patient reached over the right arm. The device was reprogrammed. No patient symptoms were reported.